Event description:
Customer reports, the nurse filled the insulin safety syringe, gave the pt the injection and when she closed the safety shield over the needle another needle was exposed. A needlestick occurred. The nurse does not know if the needlestick involved the clean or the dirty needle.